Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse connected a patient simulator and test catheter and was able to zero the pressure without any issues. The fse stated that the customer was also unable to reproduce the issue. The fse performed all testing and calibrations. The iabp was then determined to be ready for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use, the cardiosave intra-aortic balloon pump (iabp) was unable to zero transducer/pressure assessment and obtain a pressure reading. The iabp would start to inflate balloon but no assisted pressure readings. Customer was transferring a patient that was on a teleflex/arrow pump with arrow catheter and attempting to transport using the cardiosave iabp.the unit was troubleshot by changing transducer and flushing iabp catheter, patient was required to return to original teleflex/arrow unit. There was no patient harm as they connected the patient to the teleflex unit without any further issues.